Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 02/27/2020. A manufacturing record evaluation was performed for the finished device batch , and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a left tibiofibular osteosynthesis surgery on (B)(6) 2020 and the suture was used. The needle was bent during use. When the surgeon tried to bend back the needle to the original shape, it was broken. The broken needle tip has been retrieved. There were no patient consequences reported.